Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had failed to capture and exhibited high pacing impedance measurements. Additionally, the helix of the rv lead had unspecified rotation issues. The lead was not used, and a new lead was implanted. The patient had no adverse consequences.

Manufacturer narrative:
A complete lead was returned fully extended clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the inner coil, the helix could be fully retracted and extended. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. During electrical testing, the lead was shorting due to over torqued inner coil at the connector region. The cause of the reported event of loss of capture was isolated to over torqued inner coil at the connector region which is consistent with procedural damage. Visual inspection and x-ray examination were normal.